Manufacturer narrative:
(B)(4). Additional information received: age of patient was added and the event date (old value (B)(6) 2017, new (B)(6) 2017), sex: female, (B)(6).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Was the trocar placed with an insufflated abdomen? What was the injury to the aorta? How was the injury to the aorta addressed? Is the device available for return?

Event description:
It was reported that during a laparoscopic gastric bypass procedure, as the surgeon inserted the device, the aorta was injured and he had to convert to laparotomy.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status? She is ok. The gastric bypass could not be done and the operation will take place in 6 months. Was the trocar placed with an insufflated abdomen? Yes. What was the injury to the aorta? The injury was serious enough to let the patient lose 3 liters of blood. She needed a transfusion. How was the injury to the aorta addressed? As soon as the injury was confirmed, the surgeons converted to laparotomie (2-3 minutes) and one could put a finger to control the bleeding. He put then a suture on the hole. Was this the first trocar placed in the abdomen? Yes it is the first trocar and no, it is placed without visualization. He told me also that he didn¿t think that it was a problem with the trocar. He had to push a lot because of a resistance and then the trocar penetrated with a lot of velocity and force. How was the patient positioned at the time of the issue? Slight anti-trendelenburg.

Manufacturer narrative:
(B)(4). Additional information received: the trocar was used by an experienced doctor who has been using the device for over 3 years without an issue. During this surgery, the safety device did not work, which resulted in a perforation of the patient. Even though it will be necessary to perform a re-op, she did not show any irreversible damage at the time of the initial surgery. Lot # p4r82y lot # p4r82y , expiration date: 02/28/2019 , certification date: 03/09/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.